Manufacturer narrative:
No similar complaints have been received so far for this lot. Investigation showed that no remarks were reported during batch record filling and visual inspection. A 100% visual inspection process of all filled syringes is performed to remove syringes with foreign material. Also no in process control remarks are reported during batch record blistering. A 100% visual inspection is performed after blistering. The assembly and blistering is performed in a cleanroom. During assembly and blistering, the operators wear protective clothing and hair caps. One unused syringe, based on fill volume, was returned as a complaint sample. Investigation showed that some white fibers are present around the plunger. Reference samples were checked and found to be satisfactory. As this concerns an isolated complaint for this lot and no manufacturing related issues were identified, a conclusive root cause could not be determined. Investigation of the complaint sample showed some white fibers present around the plunger. Potentially these white fibers originate from the tyvec cutting process during which small residual fibers may come loose. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. Since a 100% visual inspection is performed after blistering, this item was possibly not withheld. Therefore, this complaint will be taken up in the next training session of the viscoelastic operators for awareness and for visual inspection during the blistering process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A purchaser reported that a viscoelastic syringe exhibited white substance that resembled a thread. Procedure details and patient impact information is unknown. Additional information has been requested. Additional information received confirmed that the white substance was noted on the product syringe prior to the start of surgery. An alternate device was obtained in order to begin and perform the procedure.